Event description:
Th customer reported via phone call indicating that she had high blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer wants the insulin pump replaced. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings:unit passed basic occlusion test and displacement test. However, unable to prime unit during prime/a33 test due to faulty fsr (gold). Unable to perform excessive no delivery and occlusion test due to prime anomaly. No cosmetic damage noted.